Manufacturer narrative:
(B)(4).

Event description:
Information was later received from the health care professional indicating that the patient was unresponsive because he was sleepy, weak, lethargic and had not taken oral fluids for a considerable time. The patient was found to have a urinary tract infection at admission. Troubleshooting performed included giving narcan intravenously (IV) with no change in patient's alertness or orientation. Administration of fluids, along with antibiotics and pressor support system, cleared his obtundation and normalized his vitals. The initial therapy was described as successful

Manufacturer narrative:
Further review of the events determined that the initial report filed on the pump with serial number (B)(4), should have been filed instead on an unknown physician programmer. The previously reported conclusion code on the pump was transferred and is valid for the unknown physician programmer. The previously reported patient and device codes on the pump were transferred and are valid for the unknown physician programmer.

Event description:
Additional information regarding identification of the physician programmer, as well as another attempt to acquire the previously requested information, was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 150 mcg/ml (dose 75 mcg/day) and morphine 2 mg/ml (dose 1 mg/day) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity. A programming error occurred on (B)(6) 2015 and the hcp was looking for assistance with programming; the wrong drug concentration was entered, a concentration of 500 mcg/ml was entered, but the concentration was actually 150 mcg/ml. The pump was programmed as 75 mcg/day at 500 mcg/ml and the actual was 150 mcg/ml. The programming error caused underdose. On (B)(6) 2015, the hcp requested assistance in programming a bridge bolus. The patient was very spastic since last seen, as the patient had not been getting the dose that was prescribed due to the error. Reported symptoms included sudden, increased spasticity. The hcp adjusted the programming to put the patient back at 75 mcg/day. On (B)(6) 2015, additional information received from a company representative (rep), who had just met with the hcp, reported that the patient in the intensive care unit (ICU). The hcp requested the dose be decreased to 37.5 mcg/day; the company representative mentioned that the drug may be gablofen (previously reported as compounded baclofen) and morphine. The patient was unresponsive. The patient had kidney problems and the patient's family reported the patient started feeling lethargic on (B)(6)2015. Additional information regarding the type of baclofen in the pump, reason for the patient's unresponsiveness and lethargy, diagnostic testing, actions/interventions taken, and patient outcome was requested. If additional information is received, a follow-up report will be sent.